Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when connecting the transfer guard to the insulin vial, the reservoir blows up. The customer reported that they do not de-gas the insulin vial. The blood glucose was 13.7mmol/l, which was treated with the insulin pump. The caller stated that according to their doctor, the high blood glucose is caused by the infection that the customer has on the knee. Nothing further was reported.